Manufacturer narrative:
The (B)(4) driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.

Event description:
The customer reported that the (B)(4) driver exhibited a fault alarm while supporting a patient. The patient subsequently to a backup (B)(4) driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the (B)(4) driver exhibited a fault alarm, the driver continued to perform its life-sustaining functions.